Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the time was wrong in the pump. There was no other information available at the time of the call and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.